Event description:
It was reported that the user dropped the ilet at a pool party, resulting in a cracked and unresponsive touchscreen; a replacement device and new hard case were arranged, and the user reverted to backup therapy. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included effects not fully captured within available predefined terms. Investigation included communication with the user and analysis of information provided by the user, including video. Investigation of this device revealed a stress-related problem associated with physical damage to the touchscreen component, consistent with a fracture-type device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.